Event description:
The target lesion was the proximal to mid left anterior descending (lad). The vessel was an in-stent restenosis of a zeta 2.75 x 23mm bare metal stent. The lesion was eccentric and ostial. The lesion length was 90mm and vessel diameter was 3.0mm. Aha/acc classification of the vessel was a type c2. The procedure was an elective case. Pre-dilation was conducted with a 2.5 x 15mm balloon at 10atm for 10 seconds. A 2.5 x 18mm cypher stent was implanted at 16atm for 60 seconds at the mid lad. A 3.0 x 23mm cypher stent was implanted at 18atm for 60 seconds at the proximal end of the initially implanted cypher stent with overlap at the proximal lad. Post-dilation was not conducted. Timi flow was 2 before the procedure and 3 after the procedure. Ivus was not conducted. The residual % of stenosis was 0%. Act was measured (232). A year and half later, the patient complained of chest pain and was transferred by ambulance to another hospital. Coronary angiography was conducted. Thrombus was observed from the left main trunk to both the left circumflex (lcx) and the proximal end of the 3.0 x 23mm cypher stent implanted at the proximal lad. To treat the thrombus, aspiration and poba was conducted with the kissing balloon technique at the bifurcated area in the lad and lcx.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.